Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon experienced difficulty when removing the insertion handle from the nail in a tibial nail ex. The nail had been buried about 15-20mm below the anterior cortical surface. After implanting and locking a tibial nail both proximally and distally, the insertion handle was attempted to be removed from the nail. Attempts to use a ball hexagonal driver and a vice grip on the handle were unsuccessful. The ball hexagonal screwdriver is believed to be stripped during use. A cannulated connecting shaft with a ratchet wrench was used successfully, but with an excessive amount of force and effort. The connecting screw was discarded upon removal. The surgery was completed successfully with a 15 minute delay. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Only partial lot #:512112 was provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was performed for the subject device. The subject device was received undamaged. The tips of the screwdrivers are slightly worn, but otherwise undamaged and according to specification. The associated drawing was reviewed and no issues or discrepancies were found. The design is determined to be suitable for the intended use when employed and maintained as recommended. The subject device was tested with a known conforming connecting screw available and the device functioned as designed with no issues. The complaint condition could not be replicated. The complaint condition is likely the result of soft tissue forces placing an excessive lateral force on the instruments thereby causing the difficulty in removing the connecting screw. Since the connecting screw was discarded and not returned, the exact cause for the complaint description could not be determined. This complaint is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.